Event description:
It was reported that the patient was treated with acetylsalicylic acid (asa) and warfarin. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of both epc controller¿s power cables becoming disconnected was confirmed via the provided log file. The log file contained data spanning approximately 7 days in addition to an unknown amount of time (9:2:5 ¿ 15:7:7, as well as 0:0:0 ¿ 0:18:52 in a day:hour:minute format). At 15:7:7, one of the patient¿s power cables was observed to have been disconnected. Sometime after this event, the pump was observed to have stopped due to both cables becoming disconnected, resetting the controller¿s clock to 0:0:0. This event also captured when both cables were reconnected to power, indicated by 12.0 volts (rsoc) within both power cables. The pump resumed speeds above the low speed limit after the cables were reconnected to power. The system controller (serial number (B)(6) ) was not returned for analysis. The root cause of the reported event appeared to have been disconnections of both power cables from external power. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii lvas patient handbook (rev. D, section titled ¿important warnings¿) cautions users that a loss of power to the system controller will make the pump stop running. Power must be restored right away to restart the pump. The heartmate ii lvas patient handbook (rev. D) also warns users to never disconnect both power cables from external power at the same time, as this will cause the pump to stop until power is restored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06552. It was reported that the patient was experiencing low flows that appeared on the history screen of the system monitor with flows of 0.0 lpm and 0.3 lpm. The patient had chronic elevated lactate dehydrogenase (ldh). A log file analysis revealed a pump stop on the morning of (B)(6)2021 that appeared to be due to both power leads being disconnected. It was confirmed that the pump stop was likely due to the patient and nurse switching the power source to batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-06552. It was reported that the patient was experiencing low flows that appeared on the history screen of the system monitor with flows of 0.0 lpm and 0.3 lpm. The patient had chronic elevated lactate dehydrogenase (ldh). A log file analysis revealed a pump stop on the morning of 28oct2021 that appeared to be due to both power leads being disconnected. It was confirmed that the pump stop was likely due to the patient and nurse switching the power source to batteries.